Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. Device had cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, no cracked end cap noted. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had crack on bottom end. The customer¿s blood glucose level was 105 mg/dl at the time of the incident. Customer stated insulin pump was damaged and got water inside. Troubleshooting was performed. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.